Event description:
It was reported that the pt underwent spinal surgery from t10 to the pelvis. While attempting to break off the set screw at l2 the multi-axial screw splayed (refer to manufacturer report 1030489201000141). The surgeon was using the counter torque. The set screw then became crossthreaded. The health care professional (hcp) could not break off the set screw with the counter torque. The set screw would spin in the head of the multi-axial screw. A second set screw was used with the same results. A third set screw was used. A vice grip was used to hold the head of a multi-axial screw to achieve break off of the third set screw. It is suspected that the rod may not have been fully seated so the surgeon applied force when inserting the set screw to push the rod down. There was no issue with the counter torque or driver. No add'l complications were reported.

Manufacturer narrative:
(B) (4): the set screws were not returned for eval. With the available info, a cause or contributing factor cannot be determined.